Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years and one month of post deployment, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. Using a retrieval kit as well as intravascular forceps filter retrieval was attempted, it demonstrated the filter tip to be embedded within the wall of the inferior vena cava. Although the tip of the filter was engaged, the filter did not collapse easily, and the patient experienced some pain with gentle attempts to retrieve the filter. Therefore, the filter retrieval attempts were aborted. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using retrieval kit but were unsuccessful due to embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patent is unknown.